Event description:
In 2005, the patient developed an adhesive bowel obstruction at the abdomen in the area where seprafilm had been placed. The patient has not recovered. The intensity of the event was reported as moderate. It was the opinion of the surgeon that the event was probably related to seprafilm.